Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro fine plus¿ pen injector needle hub had foreign matter with discoloration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: visual examination was carried out on the returned sample and photos and a burn mark was observed on the hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the most likely cause of this issue is incorrect moulding machine start-up.

Event description:
It was reported that a bd micro fine plus¿ pen injector needle hub had foreign matter with discoloration. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd micro fine plus¿ pen injector needle hub had foreign matter with discoloration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.